Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a dim and discolored display screen issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2014. Product analysis: the device was returned and evaluated by product analysis on (B)(4) 2014 with the following findings: investigation could not be completed due to an unrelated issue. The pump powered on with a blank display screen that was observed to be cracked. The damaged display screen was replaced with a test display, which returned the pump¿s display functionality to specification.